Event description:
According to the information received, the pt had three vein grafts anastomosed proximally with sjm symmetry bypass system aortic connectors during a coronary artery bypass procedure. Five months postoperatively, cardiac catheterization demonstrated one connector graft stenosed and percutaneous transluminal coronary angioplasty (ptca) was performed. The pt had a history of diabetes and no additional information received, including the pt's present health status.